Manufacturer narrative:
Other relevant device(s) are: brand name: micra, medical device: model #: mc1vr01 / expiration date: 28-jul-2021 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Dev rtn to MFR? No. Device mfg date: 20-feb-2020. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) the patient experienced chest pain, palpitations, slight perforation and a pericardial effusion, which was confirmed by echocardiogram. It was noted that prior to the implant a ventriculography was performed and a temporary lead was placed. It was reported that during the implant the delivery system (ds) slipped and following a second deployment a shadow appeared at the apex of lower wall of the heart. It was noted the cup shape of the ds was sharp, just hit the inner wall and resulted in damage. The ipg was successfully implanted and the patient transferred to the cardiac care unit for monitoring. No further patient complications have been reported as a result of this event.